Manufacturer narrative:
H.6. Investigation: thirty five sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 8149882, cat. No. 325103. Clog testing was carried out on thirty five samples as per procedure tp700483 and no issues were observed. No issues were observed with the returned samples therefore no root cause can be identified. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that bd micro-fine¿ insulin pen needle is clogged. The following information was provided by the initial reporter: the needles are clogged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin pen needle is clogged. The following information was provided by the initial reporter: the needles are clogged.